Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the mid 50's range (mg/dl). The customer addressed bg level by consuming carbohydrates. The customer stated that they were not aware of bg level trending low because the pump did not declare an audible continuous glucose monitor (cgm) alert.